Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the sample was full of mold. No further analysis could be performed due to the condition in which the sample was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusion administration set had a blocked filter and was unable to prime. This was found before use. There was no patient involvement. No additional information is available.